Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during atrial lead revision, the header setscrew was defective. Device was explanted and replaced. The patients condition was fine.

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory and was due to silicone, septum material inside the atrial set screw hex cavity that prevented full insertion of the torque driver.